Manufacturer narrative:
Suspect screw(s) of 2 lots (lot no. W08g1280 and lot no. 0052170w) were used in the surgery. It is unknown which of the two screw loosened post operatively. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was implanted with pedicle screws at l4-5. Post-op, pain was confirmed by diagnostic injection to be coming from the pedicle screws at left l4 <(>&<)> l5 and one l5 pedicle screw was loose. The screw was explanted in the revision surgery.